Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device motor burned out. The device seemed to overheat and would no longer drive the disposable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the flex coupler was damaged.

Manufacturer narrative:
Date sent to the FDA: 06/26/2013. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.